Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product and the PMA # listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
During preparation of the device, the physician was unable to remove the yellow protective sleeve. It was noted to feel tight. There was no clinically significant delay in the procedure. There was no patient involvement. The returned device analysis revealed that the distal shaft and balloon were separated and it was confirmed that the separation occurred during removal of the protective sleeve. No additional information was provided.